Event description:
It was reported that pump generated cartridge alarm 30 and caller experienced cartridge alarms with consecutive cartridges, although issue did not occur during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method for insulin if necessary, while technical support arranged replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within required timeframe, and advised caller to re-enter pump settings and reconnect cgm once replacement was received.